Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) bent during loading. The lens had contacted the patient's left eye; however, it was never implanted. There was no patient injury reported. No medical intervention was required. The procedure was completed using another iol of different model but of same diopter. The patient was fine post operation. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 29, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received crushed inside of the lens insert and coated in viscoelastic residue. The lens was cleaned and, a crease from the lens insert was identified. No damage to the haptics could be identified. Conclusion: the reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.